Event description:
It was reported that the physician successfully performed two passes with the retrieval device to treat a right middle cerebral artery (r-mca) m1 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 0 after treatment. Imaging confirmed a perforation of the m1 r-mca and an extravasation. Patient has been intubated as there was no spontaneous respiration. The physician attempted to stop bleeding using coil embolization; however, excessive hemorrhage has led to brain herniation and the next day post procedure the patient died. The physician stated that the "perforation with retriever has led to patient's death."

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage, brain herniation and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.

Event description:
It was reported that the physician successfully performed two passes with the retrieval device to treat a right middle cerebral artery (r-mca) m1 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 0 after treatment. Imaging confirmed a perforation of the m1 r-mca and an extravasation. Patient has been intubated as there was no spontaneous respiration. The physician attempted to stop bleeding using coil embolization; however, excessive hemorrhage has led to brain herniation and the next day post procedure the patient died. The physician stated that the "perforation with retriever has led to patient's death."